Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leakage at the joint of the extension tubing and connection site during transfusion.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leakage at the joint of the extension tubing and connection site during transfusion.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8235275. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the evaluation of the device submitted by your facility, our engineers subjected the sample to leakage testing finding a leak near the junction of the tubing and the adapter. Closer inspection of this area determined that the damage to the tubing wall was the result of contact with a metallic wedge used to secure the tubing in the adapter. Our engineers also determined that the root cause for this occurrence is an over application of force by a component in the manufacturing machinery. To prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity.